Event description:
It was reported that the patient had inadequate stimulation. It was noted that the lead had high impedances. The patient underwent a revision procedure wherein the leads and ipg were replaced. Additional information was received that only the leads were replaced and patient was doing well postoperatively. The explanted leads will not be returned.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2317-50, serial: (B)(4), batch: 5108851. Product family: scs-ipg-r, upn: (B)(4), model: sc-1160, serial: (B)(4), batch: 343185.

Event description:
It was reported that the patient had inadequate stimulation. It was noted that the lead had high impedances. The patient underwent a revision procedure wherein the leads and ipg were replaced.